Event description:
A report was received that the patient is experiencing difficulty charging. An x-ray was taken and confirmed that the ipg was slightly rotated. Re-aligning the charger with the ipg did not resolve the issue. The physician replaced the patient's ipg and the patient is now able to feel stimulation.

Manufacturer narrative:
Analysis done on the explanted ipg revealed that the analog ic has been damaged by electrocautery. Monopolar electrocautery is a known source of high-voltage transient signal and current labeling warns against the use of monopolar electrocautery (refer to physician's implant manual 9055940-001 rev. Ab).